Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1247, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2015 (contradictory information considering removal date, it was probably inserted on (B)(6)-2014). Consumer had placed after her fifth child was born (complications in on pregnancy). She was put to sleep to have it inserted. She immediately noticed changes and started with horrible mood swings, hair loss, migraines, numbness in arms and fingers, fatigue, depression, anxiety, irritability, heavy bleeding, blood clots, sex became extremely painful. After many months of pain and aggravation, an ultrasound was performed and showed badly inflamed tubes and fluid built up in fallopian tubes and uterus was extremely sensitive causing the pain during sex. On (B)(6)-2014, a hysterectomy was scheduled and she lost a lot of blood during the surgery. She got extremely weak and was not able to get up and stand or anything the first day after surgery without feeling of passing out. Since the essure removal, she still experiences migraines, mood swings and fatigue but she was feeling a lot better. She stated did not know that if allergic to nickel, she should not have it inserted. She was (B)(6) at time of hysterectomy. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and presented many months of pain. Afterwards, usg scan showed badly inflamed tubes fluid built up in her fallopian tubes. She also had heavy bleeding and during hysterectomy, lost a lot of blood during the procedure. These events, seen as pelvic pain, salpingitis, genital bleeding and procedural bleeding are serious due to required intervention and medical importance and are all listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. In this case, considering their nature and implied temporal relationship, the events are assessed as related to essure. Although the device may become a vehicle for microbial transport in the upper genital tract during insertion, this mostly occurs in the first 4 weeks following the placement. In this case, it was stated that there were many months of pain and aggravation until the salpingitis be diagnosed. Therefore, causality between salpingitis and essure is very unlikely. Regarding post procedural bleeding, as the hysterectomy was probably performed to remove the devices and the blood loss was a consequence of this procedure, causal relationship between the suspect insert and the reported event cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 03-nov-2015, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality deficit. Company causality comment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality deficit.